Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. No unexpected a35 alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump received motion sensor test failure. The customer¿s blood glucose level was 195 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.